Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the left cylinder connecting tube was identified. The cause of the crack in the connecting tube was not detailed by the hospital. The pump was removed and replaced. No patient complications were reported.